Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation at the anastomosis site of the graft shunt. However, during second inflation at 24 atmospheres for 1 minute, the balloon ruptured. The device was removed and replaced with another 6.0 x 40, 75cm mustang balloon catheter; but during first inflation at 20 atmospheres for 1 minute, the balloon also ruptured. The device was removed from the patient's body. The lesion was not fully dilated and a slight indentation was remained. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6) . Device evaluated by MFR.: mustang 6.0 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal with partial circumferential tear was identified, measuring 10 mm in total, starting at 5 mm distal to the distal marker band and extending to 5 mm proximally past the distal marker band. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. Angiographic media was returned at the request of the cis investigator. The 5 media images were reviewed by the cis investigator. The media review is consistent with the reported event. In both sets of images, a localized area or notch indicating the potential presence of calcified material is visible during both balloon inflations. In each case, an indentation is identified in the balloon balloons bodies as inflation continues. As per the side by side view of both devices prior to rupture, it is evident that the notch is localized at the same area in both balloons. It is most likely that this notch was likely induced by calcified material, as it is described in the complaint report, interacted with the balloon material and caused a tear to form. This in turn initiated the material failure causing the rupture of the balloon material. Device on analysis was found to a longitudinal tear with a partial circumferential tear in the distal portion of the balloon material. Most of the balloon material is above the notch location which would be consistent with a distal balloon rupture occurring. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation at the anastomosis site of the graft shunt. However, during second inflation at 24 atmospheres for 1 minute, the balloon ruptured. The device was removed and replaced with another 6.0 x 40, 75cm mustang balloon catheter; but during first inflation at 20 atmospheres for 1 minute, the balloon also ruptured. The device was removed from the patient's body. The lesion was not fully dilated and a slight indentation was remained. The procedure was completed with a different device. No patient complications nor injuries were reported.